Manufacturer narrative:
Using view 09-23 from the etq reliance system, there were 03 complaint that contained part number: 00515047501 lot# 64104554 and complaint description with the keyword: "work". The highest occurrence for a given manufacture date was 135. The keyword of "work" was chosen as a filter based upon the reported failure of "it was reported that during the surgery, this product didn't work at all". Using view 09-23 from the etq reliance system, there were 25 complaints from 07 march 2018 to 09 april 2019 that contained part number: 00515047501, complaint description with the keyword: "work". The keyword of "work" was chosen as a filter based upon the reported failure of "it was reported that during the surgery, this product didn't work at all". On (B)(6) 2019, it was reported from (B)(6) hospital that during the surgery, this product didn't work at all. On 05 april 2019, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device was returned with the trigger depressed draining the batteries, so the reported event could not be confirmed. Additional evaluation found that the batteries were also corroded. The results of the returned product investigation have confirmed the reported event. The reported event could not be confirmed because the device was returned with the trigger depressed draining the batteries. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the product didn't work at all. In investigation, it was found that the battery was corroded. No adverse events were reported as a result of this malfunction.